Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred, followed by a cartridge alarm 1. The customer's blood glucose (bg) level not impacted. During a system check with tandem technical support, the cartridge was identified as a possible cause of the occlusion. The customer was instructed to change out the cartridge.